Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a restart alert 60 indicating a bluetooth communication issue with the pump while in a hospital setting and not using the pump; the user restarted the pump and the alert cleared without recurrence. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention related to the device. Investigation included user counseling on troubleshooting and advising to contact support if the alert recurs. Investigation of this case revealed no reproducible malfunction after restart, consistent with transient bluetooth communication interruption without persistent hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication anomaly not confirmed.